Event description:
Affiliate reported that after the device was implanted leakage was noted around the distal catheter. As a result the catheter will be replaced.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the device was examined under microscope, and a cut was noted on the proximal catheter. It looks like the catheter has come into contact with a sharp object, but this could not be determined. As noted in the instructions for use, catheters cut and tear easy and extreme care should be used. A review of the history device records was not possible as the lot number was no provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.